Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin leaked beyond both o rings and the pump vibrates by itself. The customer's blood glucose reading was 300mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump received with intermittent blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, unexpected restart error test, operating currents displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to blank display. Unable to confirm vibrator anomaly due to blank display. Device received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.